Event description:
It was reported the patient felt a light shock/jolt mainly in her left body half every 5 minutes. The patient also felt cramps in both legs. The patient's tremor was reduced. At the next reprogramming sessions, the amplitude was reduced. The resulted in less shock/jolt as the time in between each shock increased. The patient still had cramps, and the patient felt tired. The patient's therapeutic effect was "ok." The patient went to the hospital on (B)(6) 2011, because the stimulator had turned off the previous day while the patient was in the shower room and the device "lost its memory." At the time, there were no electrical apparatuses near her. The patient's cramps stopped when the stimulation was off. The device was interrogated with the physician programmer, and there was no information about the device's battery usage or charging history. The stimulator was "restarted." The patient no longer felt the shocking/jolting, but when the device was turned on, the patient's body lightly shook for about 5 minutes. This was uncomfortable. There was an issue with recharging. When the patient recharged the device to full, then the patient programmer only showed the device was 75% full. At the hospital, the physician programmer indicated the device was 75% charged, but the report from the device only showed the battery was 50% charged. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).